Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during the load process. The customer's blood glucose was not impacted. Reportedly, the customer loaded a new cartridge onto the pump.